Event description:
It was reported that while opening temperature sensing foley tray for training on sensica device and noted that the white marking of temperature sensing foley catheter was at the wrong end of the tubing. It appears the tubing should have been flipped. Marking too close to the actual foley, it would have provided too much slack. They were doing training session on demo unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tube, sample port connector, temperature sensing foley catheter and test. Visual inspection of the sample noted that the white marking of temperature sensing foley catheter was at the correct end of the tubing. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while opening temperature sensing foley tray for training on sensica device and noted that the white marking of temperature sensing foley catheter was at the wrong end of the tubing. It appears the tubing should have been flipped. Marking too close to the actual foley, it would have provided too much slack. They were doing training session on demo unit.